Event description:
Event description guidant received information that this atrial lead was oversensing the patient's t-waves, and inhibiting pacing. This resulted in a rate of approximately 37 bpm. No adverse patient effects were observed.